Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing. No unexpected low battery or failed battery test alarms were noted. The pump was received with the end cap sticker. However, the pump was received with a shifted end cap sticker. The pump also had a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 70 mg/dl and hospitalization due to low blood glucose issues. Troubleshooting found that the drive support cap was normal but customer declined low blood glucose troubleshooting. The customer was advised to monitor the pump and will return the product for analysis.